Event description:
It was reported that the balloon of the 6.0x80mm armada percutaneous transluminal angioplasty (pta) catheter ruptured during the procedure at an unknown pressure. Another balloon dilatation catheter was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Estimated date of event: (B)(6) 2022.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture. Factors that may contribute to a material rupture include, but are not limited to, inadequate balloon integrity, interaction with challenging anatomy, interaction with accessory devices, and/or inflating above the rated burst pressure. In this case, based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. D9, h3 - device available for eval updated from returning to not returning.